Event description:
It was reported that the patient experienced chest pain with ventricular pacing. The right ventricular (rv) lead indicated high impedance and loss of capture. Test results revealed that the rv lead perforated the patient's heart. The physician chose to remove the rv lead and plug the rv port, pacing the patient in atrial chamber only. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5086mri45 lead implanted (B)(6) 2014. (B)(4).